Event description:
The surgeon removed a dall miles cable grip from a patient that was experiencing trochanteric bursitis

Manufacturer narrative:
It was noted that the device is not available for evaluation because the patient kept it. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding revision surgery due to pain involving a dall miles plate was reported. The event was not confirmed. Device evaluation not performed as no devices were returned for evaluation. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided, additional information is needed to fully investigate the event. No further investigation for this event is possible at this time.

Event description:
The surgeon removed a dall miles cable grip from a patient that was experiencing trochanteric bursitis.